Manufacturer narrative:
The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The device was returned for evaluation. Visual and functional tests were performed. The device was received in fair physical condition, unit was dirty and there was a small dent on the lens. The reported problem was confirmed. The root cause of the reported issue was found to be discolored and clogged carbon dioxide 2 (co2) absorber due to wear of use. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was giving an occlusion error. No patient injury was reported.